Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, swelling of the left femoral puncture site was observed. Left lower limb arteriography showed bleeding from the deep femoral artery (dfa) branch. It is unknown what caused the bleeding. Compression hemostasis was performed, but no improvement was noted. The bleeding was stopped by placing a cerebrovascular coil at the point of perforation, and a blood transfusion was performed. No additional adverse patient effects were reported.